Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. Malposition of device could be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is likely the device was under inserted (in subcutaneous tissue) due to interaction with patient anatomy. Under insertion would prevent the suture from capturing vessels leading to the formed knot releasing from the anatomy during knot advancement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional procedure. Reportedly, the sutures of the prostyle device came out of the vessel when attempting to advance the knot. This occurred with two prostyle devices. Another prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.